Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for change out due to normal eri when externalized conductors were observed via review of fluoroscopy. High hv lead impedance was noted. The lead was capped and replaced.